Event description:
A health care professional reported that during a cataract extraction with intraocular lens (iol) implant procedure, the valve problem occur during sliding lens forward and there was a patient contact. No further information available. Additional information has been received stated that they are unable to remove the plunger locker. Additional information has been received stated that valve didn't work, so lens was not used and was impossible to fix the lens, so used a different lens for the patient.

Manufacturer narrative:
The lens was not returned inside the device. The used device was returned loose in the opened carton. The plunger lock and lens stop were removed and not returned. The plunger was oriented correctly. Viscoelastic was observed in the device. The plunger has been retracted to mid-nozzle. No damage was observed to any part of the device. The plunger was removed to evaluate. No damage was observed. The plunger was reinserted into the device. The plunger was secure at the start point and no anomalies were observed. Product history records were reviewed and the documentation indicated the product met release criteria. Viscoelastic was not provided. It is unknown if the qualified product was used. No problem or damage was observed to the device or the plunger. The plunger was removed and reinserted into the device with no difficulty. Upon return, the plunger was retracted to mid-nozzle. The plunger position relative to the lens during advancement cannot be determined. It is unknown if a qualified viscoelastic was used. The instruction for use IFU instructs: during device preparation and implantation of the company iol with the company preloaded delivery system, a company qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. The manufacturer internal reference number is: (B)(4).